Event description:
Customer reports 1 fiber leak occurred at the onset of treatment on reuse number 17. Noted by blood leak alarm and confirmed with hemastix. Treatment was continued with new dialyzer and bloodlines without incident. Estimated blood loss was 150cc. No pt injury or medical intervention reported.